Event description:
It was reported that a patient experienced frequent occlusion alarms. There was no reported impact to the customer¿s blood glucose level. The patient declined further troubleshooting. No additional information was received regarding the issue.